Manufacturer narrative:
Initial reporter additional phone#: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Uunknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was an infection while using unspecified bd¿ insyte IV catheter. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of bloodstream infection (e.g. Blood stream bacteraemia, sepsis) (1), phlebitis (1) and infiltration / extravasation (1). Additional information related to bloodstream infection: "nothing more to add" additional information related to phlebitis: "nothing more to add" additional information related to infiltration / extravasation: "nothing more to add"